Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturing ref.#: (B)(4).

Manufacturer narrative:
The investigation of the returned control pc board reproduced the reported failure. When the returned pc board was installed into a test device, the pressure transducer test fails due to a small measured deviation. The simulated test ventilation with a test lung did not show any errors. The performed electrical measurements did not reveal any deviations. The review of the returned device logs can confirm the reported issue. The root cause of the reported issue cannot be established by this investigation. The most probable cause is that it is due to a single component failure. The issue is detected during pre-use check and does not affect ventilation.

Event description:
Manufacturing ref.#: (B)(4).